Event description:
The customer reports she purchased the pump in (B)(6). On (B)(6) 2010, she was using the battery pack when the machine started to smoke and smell like something was burning. She unplugged it, but it will not work with the adaptor or batteries.

Manufacturer narrative:
A replacement pump was sent to the customer and the original returned for evaluation/investigation. Results of the evaluation by the manufacturer indicated an issue was found with the pc board, but no additional details were recorded. The pump is no longer available for further investigation. Therefore, no definitive conclusion can be made regarding the root cause of the reported product problem. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.